Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported surgery of right total knee, loose tibial tray due to falling.

Manufacturer narrative:
An event regarding loosening involving an scorpio baseplate was reported. The event was confirmed following a clinicial review. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records concluded: procedure-related factors: - none evident due to lack of x-ray information. Patient-related factors - trauma with acute overload on the arthroplasty. Device-related factors: - none evident. Diagnosis: - trauma with acute overload on the arthroplasty has contributed to loosening of the tibial baseplate requiring revision. Conclusions: clinical review concluded: trauma with acute overload on the arthroplasty has contributed to loosening of the tibial baseplate requiring revision. If further information becomes available this investigation will be re-opened.

Event description:
Rep reported surgery of right total knee, loose tibial tray due to falling.